Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is considered but no date has been scheduled yet.

Event description:
The users hearing performance with the device is affected. The benefit with the device has decreased in recent years.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. The benefit with the device has decreased in recent years. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a fitting appointment on (B)(6) 2023. The benefit with the device has decreased in recent years.